Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device had intermittent telemetry during interrogation, moving the cable influenced the signal strength. The cable had twists and kinks in the jacket. The cable was replaced to resolve the interrogation issue. (B)(4).

Event description:
It was reported that the radiofrequency programmer head did not make contact while interrogating implantable heart devices. It was speculated that it may have been due to a kink in the cord. The programmer head was returned for service. No patient complications have been reported as a result of this event.